Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j6 / pcba 2 / force sensor / motor]. Unable to measure force sensor zero offset due to moisture on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, minor scratched lcd window, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage(peeling/faded/stained). Critical pump error (open book image) alarm confirmed during analysis due to usart/ipc hw failure (0x46=error_main_intern_usart_e/error_main_intern_ipc_sync_e) due to severe moisture damage on the [keypad flex connector / pcba 1 j6 / pcba 2 / force sensor / motor]. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where minor scratched lcd window, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. Troubleshooting was performed for cosmetic damage. The event involved product(s) mmt-1812. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device was returned for analysis.